Manufacturer narrative:
(B)(4). Batch # unk. Date of event: publication year of 2015. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: doppler-guided haemorrhoidal artery ligation with mucopexy versus haemorrhoidectomy: 1-year follow-up assessment of a randomised prospective trial. Author/s: titov a.; abritsova m. Citation: colorectal disease. 17 (suppl. 2) (pp 31), 2015./ http://dx.doi.org/10.1111/codi.13052. The purpose of this study is to compare long-term results of treatment of patients with grade iii-IV haemorrhoids by two different methods: doppler-guided haemorrhoidal artery ligation with mucopexy (dghal) and harmonic scalpel haemorrhoidectomy (hs). A total of 240 patients with grade iii-IV haemorrhoids underwent either dghal (n=120) or harmonic scalpel haemorrhoidectomy (n=120). In hs group, harmonic scalpel (ethicon) was used during the procedure. Complications included postoperative complications (n=19), postoperative pain (n=?), and recurrence of bleeding (n=4). Dghal is a reliable technique for grade iii-IV haemorrhoids, compared with hs in long-term followup. It significantly reduces postoperative pain and the disability of patients.